Manufacturer narrative:
Additional pro code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the right femur on (B)(6) 2018, the surgeon pulled the cortex screw out of the screw rank and noticed that there were no screw recess cuts made in the screw head. Another cortex screw was used. Procedure was completed without any issue. Patient outcome is unknown. This report is for a 2.7mm titanium (ti) cortex screw. This is report 1 of 1 for (B)(4).